Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Soon after the procedure the pt's pulses were noted to be lost distal to the puncture site. The pt was taken to the or where the device collagen was identified to have been deployed within the artery. The device was removed and flow restored. The pt was discharged home the next day. As of 05/05/1998 there has been no further report of complication or pt sequelae made to the MFR.